Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a chronic dry cough, asthma, fatigue and headaches. The patient did report to receive medical intervention and reported to see several health care providers, placed on various prescribed medication and had x-rays and other diagnostic tests. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.